Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an eval was performed. Keypad malfunctions were obvious during the product eval. The following keys are inoperable: #2, (.), #4, #5, #6, #7, #8, and #9 key caused by a failed keypad. When attempting to navigate through care area/drug selection, and attempting to input desired parameters, the following was observed: when any of the remaining functional keys are pressed, an automatic output of the #3 key will occur following the selected key's function (e.g. Numerically: when the #1 key is pressed, 13 will be displayed, alphabetically: when the "abc" key is pressed, ag will be displayed interfering with mdl drug searching opportunities). The failed keypad was replaced.

Event description:
During baxter's functionality testing of a spectrum pump, it was discovered the device's keypad was malfunctioning. There was no pt involvement.